Event description:
On 30/nov/2023, additional information has been received states that consumer was treated with moxifloxacin 0.5%, 3ml ophthalmic solution and prednisone 1% 15ml ophthalmic suspension eye drops for the eye infection. Additionally, the consumer was treated with prednisone 20mg tablets, ketoconazole 2% shampoo 120ml, ciprofloxacin 500mg tablet, and triamcinolone 0.1% ointment 80gm for sinus and skin rashes. The current condition of consumer's eye is symptoms resolved, with the available information the case still retain as serious and reportable.

Manufacturer narrative:
E2402- appropriate clinical signs, symptoms, conditions term / code not available is not applicable. The actual complaint product was not returned for evaluation. A retained sample from the other lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional, the consumer after using opti-free pure moist solution, experienced eye pain, irritation, congestion, nose bleed and sinus headache. The consumer visited a physician and initially thought it to be seasonal allergies. The consumer later found out a nasty moldy smell from the contact lens care solution. In the follow up, the consumer stated that she experienced eye infection and sinus infections. The infection had to be treated with anti- fungal, which caused rashes. Symptoms resolution is unknown. Additional information has been requested but not yet available.